Event description:
The facility reported a colleague infusion pump with an error 814:05 in the event history. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a failure code 814:05 was confirmed and but not reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.failure code 814:05 indicates a possible pump module failure (time base error: accumulator overflow).